Event description:
It was reported that the patient had been hospitalized due to hyperglycemia on (B)(6) 2024 at (B)(6) hospital. The patient's blood glucose levels reached 46 mmol/l (828 mg/dl). The pod was worn between 49 and 71 hours on the leg prior to generating an alarm. As treatment, the patient was put on a sliding scale (receiving insulin through the cannula). The patient was discharged the same day.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.